Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The inspection revealed a rubbed through insulation at approx. 45.5 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and the nearby lead. The deformation of the inner coil close to the is-1 connector pin resulted most likely due to over-rotation of the inner coil. Regarding the high thresholds mentioned in the complaint description, no deviations were found during analysis. In particular, the measured impedance values are within the technical specification. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to chronic high thresholds. Should additional information become available, this file will be updated.